Event description:
Information was received from a healthcare professional for a clinical study reported urinalysis came back positive for uti (urinary tract infection) on (B)(6) 2014. Medication was administered, including bactrim, since (B)(6) 2014. It was indicated the event was unlikely related and the patient had a diagnosis of uti disease. The uti resolved without sequelae on (B)(6) 2014.

Event description:
Additional information received reported urinary tract infection (uti) was not mentioned on the patient's baseline medical history. There was one other event of uti for this subject since enrollment. Etiology was reported as other: "patient [had] diagnosis of urinary tract infectious disease."

Manufacturer narrative:
The report source was updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.